Event description:
It was reported that, "when being removed, the reducer valve tore and a piece dropped into the surgical site and had to be removed."

Manufacturer narrative:
The device was discarded at the hospital. The information was supplied by the distributor. No additional information was available.